Manufacturer narrative:
Device could not establish bluetooth communication when it was received. High current drain was noted after cutting open the device and the output voltage from the juno ic was missing, and this is consistent with juno ic anomaly. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to the procedure, the implantable cardiac monitor was unable to connect to the programmer. Another device was used. There was no patient involved.